Manufacturer narrative:
An investigation was carried out into this complaint. On 2017-jul-07 arjohuntleigh has become aware of an event during which a resident (female) slipped out of toilet sling when being lifted from a bed with maxi move passive floor lift. As a consequence she has sustained a bruise on the back of her head (assessed as not a serious injury) - no hospitalization was required. When reviewing similar reportable events, we have found a number of cases with similar fault description (slid out of sling). If compared to the number of sold devices and in comparison to their daily usage, the occurrence rate for reportable complaints claiming this failure mode is considered to be low. In course of the investigation, it has been tried to establish the exact root cause of the issue reported by a customer. Both, the lift as well as the sling were inspected by arjohuntleigh representative. No malfunction was detected. The general condition of the device was described as excellent. During the incident, the sling was completely attached to the spreader bar and was supporting 100% of the resident's load. It was informed that the involved resident was spasmic. She was not combative, but she did not follow instructions given to her by caregiver - to hold arms outside of the sling. Please note that the toilet slings instruction for use also recommends as following: "make sure that the resident's arms are outside of the sling." Additionally: "troubleshooting section: the resident is sliding out of the opening of the sling - make sure the resident's arms are outside of the sling." Not following these guides could disrupt safe and stable position of the resident in the sling. The resident was suffering from an extension spasm at the time of the incident. In accordance with the device labeling, patients with spasm can be lifted, but great care should be taken to support the resident's legs. Nevertheless, holding arms inside the sling (against the instruction for use) in combination with spasm suffered by resident could have contributed to the outcome of the reported event - slip out of the sling. Our evaluation as above corresponds to the statement provided by the facility ((B)(6)). The customer indicated that the resident frequently suffers from extension spasms. They informed that the toilet sling will not be used anymore for this particular resident. The IFU includes also a crucial warning: "warning - to avoid injury, always assess the resident prior to use." Taking into account this assertion it can be concluded that the resident's condition was not correctly assessed by caregivers prior usage (in terms of frequent extension spasms). Looking at the incident scenario, it is found the device was being used for patient handling when the event occurred and it was also directly involved with the reportable incident as the patient slipped out of sling during transfer. The device was up to its specification at the time of the incident as no malfunction was detected during devices inspection that could have led to the event occurrence.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
On (B)(4) 2017 arjohuntleigh has become aware of an event when a resident slid out of the sling whilst being lifted out of the bed with maxi move passive floor lift. It was confirmed that the resident was spasmic. The caregiver recalls the patient suffering from an extension spasm at the time of the incident. No technical malfunction of the lift or the sling was detected upon inspection after the event.